Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had scale marking issues. The following information was provided by the initial reporter: "xxx, located in xxx, is a small customer of ours (maybe 150,000 5 ml syringes per year) who purchases 5 ml syringe convenience trays. They currently purchase through distribution but I am hoping to take them direct. They have seen several quality issues... Hairs in their convenience trays, and incorrect number of syringes in the trays. Typically 24 or 26 syringes in a tray designed and labeled to have 25. Sku is 309703. Response received 21 sep 2023 are you able to describe in details regarding the issues in the pictures? Was the tray damaged? Was there any scale marking issue? Was there any stopper damage? When we received the pallet, the outer box was damaged. Was there any patient involvement in all issues? 10/24/2023 10:57 am (gmt-4:00) : adding a row for "scale marking issues" due to investigation results. No"

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 5 photos submitted for evaluation. The reported issues of stopper defective / damaged and barrel / flange damaged were confirmed upon inspection of the sample photos. A review of the sample photos showed that the barrel of the syringe was severely damaged with a missing flange and large crack. The barrel was also severely skewed and had some scale marking issues. The stopper of the sample was observed to be jammed between the barrel and plunger rod. The root cause of the barrel damage can be associated to our marking process. The product likely went through our printer process crooked resulting in the damage. The stopper damage was likely a result of an error during the assembly process. The reported issues of foreign matter and short count could not be confirmed however, upon inspection of the sample photos. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.